Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and ovarian cyst ("ovarian cysts") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included human papilloma virus antibody positive. Concomitant products included evra (ortho evra), medroxyprogesterone, naproxen (naprosyn), nuvaring, oxycodone and paracetamol (acetaminophen). On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal) / spotting,"), menorrhagia ("abnormal bleeding (menorrhagia) /menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping) /dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)/ intercourse painful"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal distension ("bloating"), endometriosis ("endometriosis") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy/ surgery to remove essure/hysterectomy with bilateral salpingo-oopherectomy) and surgery (oophorectomy (bilateral removal of ovaries),). Essure was removed on (b)(2016. At the time of the report, the pelvic pain, ovarian cyst, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, dysmenorrhoea, dyspareunia, fatigue, alopecia, abdominal distension, endometriosis and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(4)2009: total bilateral occlusion quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(4)2018: pfs received,reporter added, product informationed updated, concomiatnt drug and concomiatnt condition added, events added as follows:-vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, dysmenorrhoea, dyspareunia, fatigue, alopecia, abdominal distension, endometriosis, abdominal pain incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), hydrosalpinx ("left hydrosalpinx") and ovarian cyst ("ovarian cysts") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included human papilloma virus antibody positive. Concomitant products included evra (ortho evra), medroxyprogesterone, naproxen (naprosyn), nuvaring, oxycodone and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced bacterial infection ("bacterial infections"), chlamydial cervicitis ("chlamydia trachomatis (in cervix)") and cervicitis gonococcal ("neisseria gonorrhea (in cervix)"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) / spotting,") and menorrhagia ("abnormal bleeding (menorrhagia) /menorrhagia"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ intercourse painful"). On (B)(6) 2015, 6 years 3 months after insertion of essure, the patient experienced endometriosis ("endometriosis"). On (B)(6) 2015, the patient experienced hydrosalpinx (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping) /dysmenorrhea"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal distension ("bloating") and abdominal pain ("abdominal pain"). The patient was treated with antibiotics, surgery (hysterectomy/ surgery to remove essure/hysterectomy with bilateral salpingo-oopherectomy), surgery (left fallopian tube resection on (B)(6) 2015) and surgery (oophorectomy (bilateral removal of ovaries),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, abdominal pain and bacterial infection had resolved and the hydrosalpinx, ovarian cyst, cystitis, urinary tract infection, vaginal infection, alopecia, abdominal distension, endometriosis, chlamydial cervicitis and cervicitis gonococcal outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, bacterial infection, cervicitis gonococcal, chlamydial cervicitis, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, hydrosalpinx, menorrhagia, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion details: both tubal ostia were identified. The essure device was inserted bilaterally. On (B)(6) 2015, she had left fallopian tube and left ovarian cyst resection. Final diagnosis: ovarian endometrioma with abundant histiocytic reaction, left tube showing extensive pseudoxanthomatous salpingitis and focal endometriosis removal details on (B)(6) 2016: during the procedure, there was significant endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion . Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: left hydrosalpinx, ovarian cyst, dysmenorrhea, endometriosis, pelvic pain and menorrhagia. Events neisseria gonorrhea and chlamydia trachomatis extracted from medical records. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs and mr received. Case became medically confirmed. Events added: bacterial infections and left hydrosalpinx. Outcome of some events updated to recovered/resolved. Events neisseria gonorrhea and chlamydia trachomatis extracted from medical records (confirming bacterial vaginosis from pfs). On (B)(6) 2018: processed together fu from (B)(6) 2018. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (hysterectomy/ surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and ovarian cyst outcome was unknown. The reporter considered ovarian cyst and pelvic pain to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 and reported adverse events including pain (regarded as pelvic pain). On (B)(6) 2016 plaintiff underwent surgery (hysterectomy) and essure was removed. Pelvic pain is highly prevalent in women, and may have gynecological and non-gynecological causes. In this case no alternative explanation was given for plaintiff's pain. This case was classified as incident since essure was removed via surgical intervention. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (hysterectomy/ surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and ovarian cyst outcome was unknown. The reporter considered ovarian cyst and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 8-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 and reported adverse events including pain (regarded as pelvic pain). On (B)(6) 2016 plaintiff underwent surgery (hysterectomy) and essure was removed. Pelvic pain is highly prevalent in women, and may have gynecological and non-gynecological causes. In this case no alternative explanation was given for plaintiff's pain. This case was classified as incident since essure was removed via surgical intervention. The product technical investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect follow-up information will be obtained through the litigation process.